Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and during visual inspection, the input disk # 6 was found to be broken and completely detached from the base causing issue reported by the customer. The missing wheel was returned with the instrument. Other backend components adjacent to the broken input did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument jaws would not close to apply the clip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws would not close when the surgeon attempted to place the clip. The issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip. The issue was not related to unsuccessful clip application as it would not close at all. The issue was not related to the clip opening after closure of the clip. The issue resolved after another clip applier was opened. The clip applier that had the issue was taken out of service. There were no photos and/or videos of this event available for isi review.